Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated that wireless telemetry was unable to be established. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the device had premature battery depletion. An interrogation revealed that a power on reset (por) had occurred. The device was explanted and replaced. It was noted that during the procedure no wireless connection could be established. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Corrected data: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional analysis was performed. The device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the low battery voltage. When powered by an external supply, the system current drain was nominal; the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Battery analysis revealed a lithium-plating breach found along the top edge of the anode separator enclosure adjacent to the cathode tab. Plated-lithium extended from the breach opening and contacted the cathode tab adjacent to the breach. Based on this analysis, battery depletion was the result of an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.